Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2016- per medwatch, facility reported that a patient returned to the peds unit following replacement of broviac central line in the cath lab. Upon presentation back to the unit, the nurse noted the line had a small crack in tubing that was steri-stripped closed. The doctor was notified and was aware at bedside. This addresses the first event with this patient.